Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was damaged and recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported adjustable pressure limiting valve was unable to hold pressure in manual mode, during preuse checkout. There was no report of patient involvement.